Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation: a box of 100 loose assembled 10ml syringes was received reported to be from batch # 7208604 (p/n 309605). Samples were visually evaluated. All syringes were found to have slight blurriness to the print between 2ml and the bd logo. The condition of the print is not considered rejectable per specification due to the scale still being legible and volumetric accuracy not compromised. 1 syringe was found to have missing print throughout the printing area, with majority of the scale markings missing over 50% of their print, which is rejectable. 1 syringe was found to have severe skewed scale, which is also rejectable. DHR review for batch 7208604 (p/n 309605): manufacturing dates: 08/05/2017 to 08/31/2017 . Batch quantity was 172,800. Printing records were reviewed as part of this DHR review. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 7208604 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Product defect could be confirmed based on missing print and skewed print observed. Root cause and CAPA not required based on severity and occurrence level defined for this complaint.

Event description:
It was reported that several syringes from a bd luer-lok¿ syringe bulk sterile pharmacy convenience tray were found with illegible print on the barrel. The product was not used and there was no report of injury or medical interventions.